Event description:
It was reported the right ventricular (rv) lead thresholds were rising over time and had reached 5.5 volts at 0.5 milliseconds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.